Event description:
A report was received from the affiliate indicating that after the package of the 2.5x23mm cypher sirolimus-eluting coronary stent was opened, and the unit was removed from the protective sheath, and when physician visually inspected the cypher, he confirmed the stent to be flared at the proximal edge. Therefore, the physician did not use the cypher in the pt. There was no pt injury reported. The target lesion was a restenotic lesion at the mid left anterior descending (lad) coronary artery. The vessel was moderately calcified and moderately tortuous and there was 75% stenosis. The lesion was a restenosis lesion due to plain old balloon angioplasty (poba).

Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the us prod. Any add'l info will be submitted within 30 days of receipt.